Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The battery had reduced capacity due to overdischarge.

Event description:
Follow up reported the surgeon replaced the battery. The patient was overdischarged and they could not perform the physician mode recharge. It was noted the patient was receiving therapy with their new stimulator.

Event description:
It was reported that the patient was having surgery on the day of this report to have the implantable neurostimulator (ins) moved to a new location. The patient had issues since implant with getting coupling and charging the ins. It was noted that the manufacturing representative thought the ins was too deep and the patient had gained weight over the past 3 years since implant. There was a communication problem and an ins overdischarge was suspected. There was no communication with the patient programmer or the clinician programmer. Patient compliance and problems with recharge coupling were primary reasons for overdischarge. It was noted that the last successful recharge session was over 12 months prior to this report. A physician mode recharge (pmr) could not be conducted until the wound healed after the ins was moved to new location. It was further noted that they would wait 2 weeks before the pmr would be performed. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.